Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
This complaint has been evaluated based on the information provided. The issue reported was that a patient was scanned utilizing orthopedic metal artifact reduction (omar) which showed a fracture of the prosthetic femoral insert of the prothesis. Due to the alleged prosthetic fracture, the patient was operated on to change the prosthesis. The surgeon noted during the operation that the insert was macroscopically intact, there was no fracture of the prothesis (false-positive). Based on the available information, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer, at imagerie 29 sud, reported that a patient was scanned utilizing orthopedic metal artifact reduction (omar) which showed a fracture of the prosthetic femoral insert of the prothesis. Due to the alleged prosthetic fracture, the patient was operated on to change the prosthesis. The surgeon noted during the operation that the insert was macroscopically intact, there was no fracture of the prothesis (false-positive). The philips clinical applications specialist (cas) evaluated and confirmed the reported issue. The cas confirmed that a surgeon operated on a patient as a result of the CT scan, however the surgeon reported that the surgery was necessary for other reasons as well. The customer refused to provide information on what the other reason for surgery was. The cas confirmed that the radiologist only read the omar images instead of reading both the omar and non-omar images as instructed to do in the instructions for use manual. Per the omar instruction for use (IFU): w a r n I n g o-mar can be used to reduce metal artifacts resulting from large orthopedic implants. O-mar is not intended for other metal objects, such as: external metal, implanted devices near skin surfaces, metal near air pockets and surgical screws or clips, as artifacts may result. Two reconstructions will be performed: with and without o-mar. Both reconstructions should be reviewed. O-mar data sets should be reviewed in conjunction with original data sets (non-o-mar). The philips applications specialist advised the customers to always analyze the 2 reconstructions ¿with and without omar¿ as recommended by philips. All the available information was sent to philips engineering, physics, clinical, and philips medical affairs doctor for review which concluded the following: the original dicom images with omar were evaluated and concluded that: no suspicious image or artifacts observed that might be interpreted or diagnosed as positive fracture of prosthesis. The scan of prosthesis alone was a very short scan and not showing details. Non-omar dicom images were not provided by the customer. The patient radiology report was received on (B)(6) 2020 and stated the conclusion of ¿fracture of the cephalic portion of the left prosthesis in its anterior and inferior part¿, with an image of coronal plane as attachment. Clinical evaluation was performed with the omar dicom images, and the conclusion was: no suspicious image or artifacts observed that might be interpreted or diagnosed as positive fracture of prosthesis. Therefore, it was concluded that the omar feature worked as expected without malfunction. No suspicious image or artifacts observed that might be interpreted or diagnosed as ¿positive fracture of prosthesis¿. Based on the conclusion of this investigation, the system did not cause or contribute to the false positive. The probable cause: use error in not reviewing both the omar and non-omar patient images for diagnostic interpretation.

Event description:
This complaint has been evaluated based on the information provided. The issue reported was that a patient was scanned utilizing orthopedic metal artifact reduction (omar) which showed a fracture of the prosthetic femoral insert of the prothesis. Due to the alleged prosthetic fracture, the patient was operated on to change the prosthesis. The surgeon noted during the operation that the insert was macroscopically intact, there was no fracture of the prothesis (false-positive). Based on the available information, this issue has been determined to be a reportable event. Follow up: engineering, physics, and clinical determined that there was no malfunction of the system. The issue was due to use error in not performing evaluation on both omar and non-omar images for interpretation as instructed by the instruction for use (IFU) manual. Based on the conclusion of this investigation, the system did not cause or contribute to the false positive.